Event description:
Patient reported "pump had been stuck in max volume reached for over 2 hours". When support reviewed their prescription it would be hard but not impossible to go into max volume reached. Regardless, it should not have remained in that mode for 2 hours. Support suggested they wait up to 1 hour to see if it comes out of that mode. Healthcare professional was contacted, they approved an increase from 16ml/hr to 30ml/hr in a hope to alleviate the problem they were experiencing. The patient did text before the hour was up stating it max volume reached disappeared and it was back running. Support decided to hold off adjusting the max/hr since it was infusing again. Therapy was delayed less than 3 hours and no doses were lost. Rate-0.0ml, vtbi-289.5ml, abvol-10.0ml, maxh-16ml, maxint-30ml, qint-3hrs, dbvol-5.0ml, dblck-30min, patient later discontinued pump, as it was making whirling noises but not delivering any liquid. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.